Manufacturer narrative:
The getinge field service engineer (fse) clarified that the power supply had been replaced but to no avail. The main board was replaced afterwards and also did not solve the reported issue. The solenoid driver board was observed to have a short-circuit which had caused the iabp unit to not boot at all. The full name of the initial reporter that is abbreviated in block e1 is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the solenoid driver board, main board, and the power supply. The fse then performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was unable to turn the unit on. The fse performed functional and safety checks to meet factory specifications. However, repairs are ongoing and a supplemental report will be submitted if additional information is provided. The full event site name is (B)(6).

Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) would not turn on, despite being connected to the ac main power. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Additional information: e1 (event postal code - (B)(6)).